Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, crease flat, wear abrasion and white particles inside of the device. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify opening striated in the posterior the fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated edge opening on posterior side assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade not specified. The device has been explanted.